Event description:
It was reported that customer was transporting a patient downhill, when the cot turned sideways and proceeded to hit a space in the concrete and flipped over with the patient on the cot. The patient hit the ground which caused an abrasion on their head. The customer stated that the employees were at fault and that the cot did not malfunction.

Event description:
It was reported that customer was transporting a patient downhill, when the cot turned sideways and proceeded to hit a space in the concrete and flipped over with the patient on the cot. The patient hit the ground which caused an abrasion on their head. The customer stated that the employees were at fault and that the cot did not malfunction.

Manufacturer narrative:
The field service representative was called to inspect the unit. It was reported that no defects were found with the cot and the cot was placed back into service.